Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ('the left essure device was in the uterine cavity and was removed') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding ("developed heavy menstrual bleeding"). The patient was treated with surgery (removed under hysteroscopic guidance). Essure (ess205) was removed. At the time of the report, the device expulsion and heavy menstrual bleeding outcome was unknown. The reporter considered device expulsion and heavy menstrual bleeding to be related to essure (ess205). The reporter commented: twelve years ago we participated in a trial of the stop2000 device now marketed as essure for conceptus. Although it is unclear at this point whether the extruded device was responsible for the heavy bleeding. It is unclear whether the device was partially or completely extruded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral occlusion. Ultrasound scan - on an unknown date: the left essure device was in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2021: quality safety evaluation of ptc . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ('the left essure device was in the uterine cavity and was removed') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding ("developed heavy menstrual bleeding"). The patient was treated with surgery (removed under hysteroscopic guidance). Essure (ess205) was removed. At the time of the report, the device expulsion and heavy menstrual bleeding outcome was unknown. The reporter considered device expulsion and heavy menstrual bleeding to be related to essure (ess205). The reporter commented: twelve years ago we participated in a trial of the stop2000 device now marketed as essure for conceptus. Although it is unclear at this point whether the extruded device was responsible for the heavy bleeding. It is unclear whether the device was partially or completely extruded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral occlusion. Ultrasound scan - on an unknown date: the left essure device was in the uterine cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly,no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.